Manufacturer narrative:
The device was returned for evaluation and the complaint of "smoking" could not be reproduced. Product passed functional testing with no erratic pressure or flow problems. Product passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings normal and well within specs during all tests. No evidence of burned components was found. No problem found. (B)(4).

Event description:
It was reported that during a shoulder repair using an arthroscope, that the pump was "smoking." A backup unit was brought in to continue the case. (B)(4).